Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was found to have the grip pulley dislodged from the dowel pin at the back end. As a result, the grip cable became loose causing the jaws to not open. A device history record (DHR) review for the instrument involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The root cause was attributed to component susceptibility to damage.

Event description:
It was reported that during a da vinci-assisted robotic sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) would not open when the instrument was inserted into the instrument carriage. The instrument was unable to be used for the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically as planned. The instrument would not open as soon as it entered the abdomen. It was never used on the patient. No tissue was grasped.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.